Manufacturer narrative:
Findings: pump passed displacement test, self-test, prime test and excessive no delivery test. No excessive no delivery alarm. No missing segment noted. Unit received with minor scratched display window.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown. The customer reported the alarm was resolved by a complete set change. The customer has a new infusion set on her body that is not giving her a no delivery. The customer doesn't want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer reported via phone call indicating that the insulin pump had partial anomaly. Customer's blood glucose at time of incident was unknown. The customer had the hour missing on her screen. The customer was advised that pump will be replaced for safety reason.